Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network. There was no patient involvement. There was no report of a patient injury or harm.

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted once the investigation is complete.